Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 444 mg/dl and current blood glucose was also same. The customer also stated that, the reservoir had air bubbles in it and approximate size of air bubbles is a little bigger than a champagne bubble. Customer reported the following symptoms related to their high blood glucose was negative a tad bit thirsty though. Customer treated high blood glucose with manual bolus. Based on customer report customer does not allege pump was under delivering. The customer declined troubleshooting for high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.